Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint of an inductive failure. However, the parent wheelchair was not returned for evaluation, so the complaint of it struggling while going up inclines and turning could not be confirmed.

Event description:
Dead sector in the inductive, struggles going up incline and turning.